Event description:
It was reported that the customer's insulin pump showed an empty reservoir when it is still more than 40.0 units of insulin. It was stated that the customer was not comfortable using the device and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.